Event description:
On (B)(6) 2012 during review of the patient's programming history it was noted that on (B)(6) 2007 a faulted system diagnostics test occurred that changed the patient's settings to non-efficacious off time of 60min. These settings were not corrected until the patient's visit on (B)(6) 2007. No adverse events have been reported that were caused by this settings change.

Manufacturer narrative:
Analysis of programming history.